Event description:
It was reported that during attempted implant of the right ventricular (rv) lead the physician was unable to retract the helix. Therefore, the rv lead was not used and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed and no anomalies were found. It was also noted that the connector pin was bent and the helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism (sleeve head) and blood in/on the helix/lobe mechanism. There was tip seal observation and apparent lead damage at implant.